Event description:
Additional information was received on (B)(6) 2012, when the explanted lead and generator were returned to the manufacturer for product analysis. Product analysis is still underway and has not yet been completed. The physician later reported that the high impedance was first observed on (B)(6) 2012 and the impedance value was greater than 10,000 ohms. The surgeon did not observe a lead fracture during surgery. X-rays were reported to have been taken prior to surgery but the physician did not state whether or not he would send them to the manufacturer for review. No patient manipulation or trauma occurred that is believed to have caused or contributed to the high impedance.

Event description:
Additional information was received on (B)(6) 2012 when the physician reported that he would not be sending a copy of the patient's x-rays to the manufacturer for review. Product analysis on the lead was completed on (B)(4) 2012. A portion of the lead, electrode array portion, was not returned for analysis, and therefore evaluation and resulting commentary cannot be made on that portion of the lead. Except for an abraded opening in the outer tubing, there were no observed product related issues with the returned lead portions. The lead assembly has remnants of what appears to be dry body fluids inside the inner and the outer silicone tubing. No obvious point of entrance was noted other than the identified tubing opening and the end of the returned lead portion. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portion. Product analysis on the generator was completed on (B)(4) 2012. Electrical test results showed that the pulse generator performed according to functional specifications and there were no performance or any other type of adverse conditions found with the pulse generator.

Manufacturer narrative:
Date of event; corrected data: additional information was received which changes the event date that was reported on the initial report.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
On (B)(6) 2012, the manufacturer's consultant reported that the vns patient has a lead break and was scheduled for revision surgery. On (B)(6) 2012, the patient had lead replacement due to the high impedance and generator replacement for prophylactic reasons. Attempts have been made for the return of the product for product analysis but it has not yet been received by the manufacturer to date. Additional information has also been requested from the physician, but no further information has been received to date.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the portion not returned, but did not cause or contribute to a death or serious injury.